Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented due to 24 inappropriate shocks due to af in the vf zone. Patient has requested detections be turned off. The patient was stable.